Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed. No anomalies were found, however, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, the helix of the lead was extrinsically compressed, the overlay tubing of the lead was extrinsically breached due to a cut and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage and the lead was returned with blood and body tissue/fibrotic growth on the helix. The helix was also bent and compressed within the sleevehead. It was also observed that there were no set screw marks on the rv-df1 connector pin. (B)(4).

Event description:
It was reported that patient was noted to have asystolic episodes. Oversensing, unacceptable thresholds and no pacing capture were noted on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.